Event description:
Staff advise this line is one of two that was primed ready for use. When fluid from the IV bag was running to prime the lines, IV fluid spurted from the smartsite additive port. On closer inspection the port is misshapen/flattened in appearance also. The first line was discarded, however when the second line behaved the same way, this was retained.

Manufacturer narrative:
Pr 9085017: initial MDR submission. A follow up MDR will be submitted if additional information becomes available. Device problem code: a0406 - material deformation patient problem code: f26 ¿ no health consequences or impact the actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: one 63401eb sample from lot 1024470 was received for investigation of (B)(4), in which the customer has stated: "IV fluid spurted from the smartsite additive port. On closer inspection the port is misshapen/flattened in appearance." The sample was received with opened packaging and with residual fluid present in the line. Examination of the returned sample confirmed the customer's experience as leakage was observed from the smartsite component. Upon closer inspection it was noted that the female luer adaptor (fla) was oval in shape. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 1024470 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the oval shape is exposure of the smartsite to an external heat source that brings the component temperature above 60°c. The piston head of the smartsite is oval shaped therefore when the round fla component is placed over it, the piston opening is squeezed shut in order to create a seal. Under excessive heat conditions, the fla material can soften, and as the piston pushes back on the inside, it can reshape the fla to conform to the original oval shape of the piston head (appendix 2). Previous investigations have not found a potential root cause for this level of excess heat as a result of any stage of the manufacturing processes at the manufacturing site. A review of the customer feedback database indicates that there is no increased trend for oval smartsite valves. It is possible that there is a local environmental factor that has caused the product to reach the elevated temperature required to cause this issue (e.g., during storage or transit).